Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The physician attempted to cross the mid lad using a 2.25x20mm promus element plus mr drug eluting stent but the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. The physician attempted to cross the mid lad using a 2.25x20mm promus element plus mr drug eluting stent but the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the stent struts at its proximal end were damaged. The struts at the proximal edge of the stent were lifted and bent back distally. This type of damage to the stent is more consistent with the stent getting caught on an object during withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).